Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer attempted to treat high blood glucose with manual injection, but was unsuccessful and then went to the emergency room per healthcare professional's request. Customer was hospitalized due to high blood glucose. Customer was still in the hospital at the time of call. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer wanted to discontinue insulin pump therapy due to frequent incidents and declined troubleshooting.